Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that cardiac perforation was observed during the implant of this right ventricular (rv) lead. Subsequently, this led to cardiac tamponade requiring drainage. This rv lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.